Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: during investigation of the returned pump, ¿cs069¿ alarm was reproduced at the rewind step; the pump was unable to recover from the ¿cs069¿ alarm after reboot. The ¿cs069¿ failure is defined as language file corruption while retrieving the language text. The ¿cs069¿ failure was written as ¿cs087¿ failure in the black box. The error is resident to the flash chip (u39). Unrelated to the original complaint, the battery compartment was cracked above grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service 078 alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.